Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed a rash, redness, inflammation, blisters, dry skin, drainage, and a scar under the sensor patch. The patient had itching and burning sensation in the area. There was drainage at the reaction site during the healing stages and the skin became ¿flaky¿ once the wound started to heal. Prior to sensor insertion the area was prepped with skin prep, flonase spray, and tegaderm. At the time of the report the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.